Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had recurring no delivery alarms. Customer stated that she had called and performed troubleshooting but she was still receiving the alarm during bolus. Blood glucose was 180 mg/dl. Customer has changed the infusion set 4 times and cannula was not bent. She stated the patient's insulin was not expired or denatured, she does rotate sites and avoids scar tissue and uses the serter but had not tried different cannula lengths. Customer was sent samples for a different infusion set type and was advised to monitor the insulin pump.